Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The coil was severely stretched and kinked from the proximal end towards the distal end. Dried blood was present on the fiber bundles at the distal end of the coil. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The zap tip shape and surface was smooth. The coil dimensions that could be measured were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was performed during the procedure. Please note that the directions for use states that vigorous flushing of the catheter and any intraluminal device either by hand injection or continuous flush must be maintained to reduce the risk of retrograde blood flow and/or thrombosis occurring in the catheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing/withdrawing the coil in the catheter. (B)(4).

Event description:
Reportable based on device analysis completed on 09nov2015. It was reported that advancing difficulties occurred. A 6mm x 20cm interlock -35 was selected for use; however, it was noted that the distal end of the spring would not passed through the catheter. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the interlocking arm of the coil had been pulled off and the number of fiber bundles was below the assigned specification.